Event description:
It was reported by the patient that there was a six week history of problems with leaking at hole in filter of cadd legacy extension set 60 inch minibore with 0.2 micro filter lot number (lot number 57x503). The patient verbalized concerns with not getting full dose, possible contamination and risk of blood infection. No death or serious injury was reported in connection with this incident.

Event description:
It is unknown when during the infusion the issue was discovered. The medication being infused was veletri. Veletri is a pulmonary arterial hypertension medication infused continuously through a permanent indwelling venous catheter. The patient did not have any reported complications as a result of this interruption in infusion. The patient received the rest of their infusion by switching tubing.